Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's remote home monitoring system displayed a red blinking light. The patient's physician reviewed the data from the system. A high, out-of-range shock impedance measurement had been recorded (127 ohms). There was no noise. The physician indicated that all other diagnostics were good. No adverse patient effects were reported. The system remains in service.